Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent extraction of device system due to pocket erosion. The system was working fine and the is1 port of the rv was used as an external pacing system with the other three ports plugged. There was no indication that the system was the cause of the erosion. The patient was stable.